Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage), the thrombus, and the infection/sepsis issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the product damage - sterile sleeve issue was most likely use related. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus and the infection was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 36-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that distal end of the sterile sleeve became detached from the tuohy-borst lock while the patient was ambulating. The 5.5 was in proper 3-point fixation, currently the distal end of the sleeve is covered in a tegaderm. No patient harm was reported.